Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. The user's blood glucose (bg) level was 317 mg/dl. The bg level would be addressed with a bolus via the pump. Reportedly, the user successfully loaded a new cartridge and resumed insulin delivery.